Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms over the past year, along with high threshold measurements. The patient underwent a device changeout procedure in which the physician made the decision not to revise the rv lead at that time. It was noted that the patient was not pacemaker dependent at that time. The lead remains in service. No adverse patient effects were reported.